Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested at max kv and ma and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a low ma error code displayed. No patient injury was reported.